Event description:
It was reported that on (B)(6) 2016 a primary surgery for a right hip replacement procedure was performed. On (B)(6) 2016 patient notice some clicking on the right hip, an xray was performed and showed that implants were loosed and needed replacement. On (B)(6) 2017 a first revision surgery was performed to correct the issue.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be re-evaluated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.